Event description:
Information was received from a health care provider (hcp) regarding a patient (pt) with an implantable neurostimulator (ins). Hcp reports ins was placed today hcp said the ins has not been turned on yet. Hcp noted that pt "started having pain or weakness or something like that" after the implant surgery. Hcp then read from the medical notes: "pt coming from [city] surgical center for cc [chief complaint] of the epigastric pain". Pt had a dual lead spinal cord stimulator (scs) implant for chronic back pain. Pt had no complications from the procedure. Pt woke up with pain. Pt states the pain was going through the abdomen to the back. No other complaints." Hcp added that the pain started 2 hours after the scs was placed. Hcp unable to confirm name of managing hcp but provided name of surgeon. Technical services (tss) reviewed MRI eligibility report provider can complete if they are unable to confirm MRI eligibility through MRI mode. Additional information was received from a patient stating the cause of her pain after implant surgery was "blood on upper spinal". Patient had an MRI & CT scan and was in the ICU for two nights for observation. Patient reports everything seems ok for now.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 28-jul-2029, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 07-aug-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.